Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their high blood glucose levels. The customer states they had issues with no delivery alarms. The customer's blood glucose level at the time of incident was 540mg/dl. The customer's most current level was 87mg/dl. The customer treated for the highs. The customer disconnected the line and troubleshoot could not be completed.